Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown stem. Cat # unk, lot # unk, description: unknown head. Cat # unk, lot # unk, description: unknown liner. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2015 patient had a revision for unknown reason on right hip (rev. Of primary - stem, head, shell and liner).